Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Reporter is a synthes employee. Device is not distributed in the united states, but is similar to device marketed in the USA. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on an unknown date, during a procedure the protection sleeve be attached be attached to the aiming arm. There was a ten (10) minute surgical delay. There was no adverse patient harm. This report involves one (1) aim-arm f/lfn. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10: additional narrative: d4, d9, h3, h4, h6: part 03.010.097, lot 1397556: manufacturing site: selzach. Release to warehouse date: january 09, 2009. Supplier: synthes gmbh. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. H3, h6: a product investigation was completed: upon visual inspection, minor cosmetic scratches/nicks were observed on the device indicating signs of normal use. No damages were observed with the sleeve holder or the inner surface of the holes that would impact functionality. Functional testing could not be performed as the mating protection sleeve devices were not returned. Dimensional inspection of the relevant feature of the received device was performed and the features were found to be conforming. The current and manufactured to drawings were reviewed; no design issues or discrepancies were found during this investigation. The complaint cannot be confirmed for the aiming arm as the device passed dimensional inspection. The functional test could not be performed as the mating devices were not returned. A definitive root cause could not be identified for the reported problem. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based upon these results, no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.